Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 540 mg/dl and ketones. The customer was treated with intravenous fluids of saline and insulin. The customer was release 2-3 days later with the issue resolved. Customer reverted to an alternate form of insulin therapy.